Event description:
It was reported a device shift occurred. A left atrial appendage closure (laac) procedure was performed as part of a concomitant procedure that included an ablation. A watchman access system (was) and a 31 mm watchman flx pro laa closure device & delivery system (wds) were selected. The 31mm closure device was implanted in the left atrial appendage (laa) after multiple recaptures. Post-implant assessment showed the device to be stable, with compression in the low teen percentages. The physician remained concerned about the device and scheduled the patient to return several days later for follow-up imaging. At that time, the closure device was observed to have shifted within the laa. The closure device was removed with a percutaneous snare the same day. There were no patient complications.